Manufacturer narrative:
Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and longtrace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery was not lasting long and had low battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.